Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d3, d6b, g1, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the manufacturing process. Pain: unable to observe as it is not related to the manufacturing process. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is not related to the manufacturing process. Visibility/palpability: unable to observe as it is not related to the manufacturing process. Local reaction: unable to observe as it is not related to the manufacturing process. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient later reported capsular contracture, baker grade IV diagnosed via ultrasound. The device has been explanted and replaced.

Event description:
Patient reported "rupture was identified via ultrasound and confirmed via magnetic resonance (MRI). Patient also complained on pain and hardness, asymmetry in the right breast... ¿periprosthetic seromas and a protein component¿. Patient later reported rupture and capsular contracture baker grade IV diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported right side rupture, pain, hardness and asymmetry. Per imaging it was noted, ¿periprosthetic seromas¿ and capsulitis. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.